Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where inappropriate therapy was recorded. These episodes were incorrectly dated due to an incorrect setting for the ICD clock. Furthermore, therapy was inappropriate as the arrhythmia was supraventricular tachycardia with morphology aberrancy and therapy was exhausted. The device clock was updated appropriately, and the device was reprogrammed in order to follow the patient condition of atrial fibrillation history and underlying bundle branch block. The ICD remains in service at this time. No additional adverse patient effects were reported.